Manufacturer narrative:
Batch review performed on 24 may 2018: lot 130754: (B)(4) items manufactured and released on 12 april 2013. Expiration date: 2018-03-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size s -3.5 (k072857) lot 147301: (B)(4) items manufactured and released on 26 february 2015. Expiration date: 2020-01-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed on 25 may 2018 by r and d product manager: from the metal converter, pe double mobility inlay and femoral head image analysis is not possible to define any problem or root cause for revision. Femoral stem analysis shows scratches on the anterior femoral neck area. It is possible to identify three different scratch sets: we could hypothesize these were due to the acetabular mobilization event happened to the patient few years before. Femoral stem has never been replaced. Actual acetabular cup image analysis is not available.

Event description:
Revision surgery performed due to cup loosening after 6 months from primary. Cup and liner were replaced with a zimmer devices, head was replaced with medacta head. In (B)(6) 2018 the patient presented to surgeon with pain and instability, he explored the joint and found a mass of inflammation discoloured by metal particles. The proposed surgery is for the stem to remain in place and revise the acetabular component.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director on (B)(6) 2018: replacement of head and liner in a revision cementless tha due to pain and instability. The reasons for the reported clinical symptoms are not clear. A cementless stem from medacta was left in place and the head was replaced, though no indication that it was damaged or malfunctioning is available. The explanted dm liner is from a different manufacturer.